Manufacturer narrative:
Qn#(B)(4). Additional information received from the customer indicates that therapy was interrupted; however, there was no detriment or level of harm to the patient. It was also reported that a new cvc was inserted and the current condition of the patient is unknown. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a hole in the distal lumen above hub and leaking upon rn flushing lumen for use. There was no patient harm/injury/consequence. It is unknown if therapy was delayed/interrupted.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports a hole in the distal lumen above hub and leaking upon rn flushing lumen for use. There was no patient harm/injury/consequence. It is unknown if therapy was delayed/interrupted.